Manufacturer narrative:
Pictures provided by the customer show that the issue originated from a tear-proof wire of the lift's power cable. Hillrom has reached out to the customer to ask for additional information on the circumstances that lead to the event and severity of caregiver involvement, described as a small shock, but so far, the customer has not provided any. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported the caregiver received a small shock using a golvo 9000 lift. No medical intervention was reported at the time of the initial report. There was no indication that a serious injury occurred. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Pictures provided by the customer show that the issue originated from a tear-proof wire of the lift's power cable. Follow up information was received that the caregiver was seen in the emergency room and was on sick leave from (B)(6) 2021 - (B)(6) 2022. Information on the type of injury and medical intervention/treatment (if any) was requested but not provided. The electrical parts of hillrom lifts are compliant with iec 60601-1 (medical electrical equipment - part 1: general requirements for basic safety and essential performance) which applies to the basic safety and essential performance of medical electric equipment and medical electric systems. Even though all hillrom lifts comply to the above mentioned electrical standard, there is still a risk that abnormal wear and tear can damage the cables. Therefore, hillrom states in the periodic inspection manual for liko mobile lifts (3en371001 rev. 5) under section 8: "verify that all cables are properly inserted. Re-insert if uncertain. Verify battery charge by inspecting the charger indicator. Check cables and connectors for damage or wear.". In the instruction manual for golvo 9000 lifts (7en140108 rev. 4) states, under inspection and maintenance section: "- a periodic inspection of the lift should be carried out at least once per year. - periodic inspection, repair and maintenance may be performed only in accordance with the liko service manual by personnel authorized by hillrom and using original liko spare parts.". ¿for trouble-free use, certain details should be checked each day the lift is used: ¿ inspect the lift and check to make sure that there is no external damage¿. If the instruction as outlined above are followed it is unlikely for an injury to occur due to this error. The charging cable was replaced to resolve the issue, the lift is functioning as designed. Electric shock occurs upon contact of a (human) body part with any source of electricity that causes a sufficient current through the skin, muscles, or hair. Shock injury is relative to the magnitude of current the body is exposed to, individual body impedance, and area of exposure. There in no indication that a serious injury occurred or that medical intervention was required to prevent permanent impairment of a body function or permanent damage to a body structure. In conclusion, although the reported event did not result in a serious injury, the report of a charging cable sparking during charge could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer reported the caregiver received a small shock using a golvo 9000 lift. No medical intervention was reported at the time of the initial report. There was no indication that a serious injury occurred. This report was filed in our complaint handling system as (B)(4).